Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing. Blood and/or body fluids were found in the header. It was reported that the patient had an episode of syncope. It was unknown if this was related to the oversensing. It was also noted that this crt-d was apart of the advisory notification regarding this model/device.